Event description:
The customer reported that the system failed to power up. This will prevent the system from tooting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The wiring harness connectors related to the power control pcb were reseated during the service call. The system was tested and found to be working as intended and put back into service.